Event description:
The customer contact reported that during testing at the user facility, a s421 (motor error - pmc, right) malfunction alarm code was noted. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device mechanism was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.